Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. It is the policy of the customer not to provide patient information.

Event description:
It was reported that phenytoin 125mg/20ml was programmed to infuse over 15 minutes. It is believed that the infusion was completed as intended. The medication was ordered to be infused every 8 hours. When the nurse disconnected the set from the patient, it was noticed that the fluid was still dripping / "free flowing" from the distal end of the set while the pump was on paused/off state. It was noted that the tubing was started to be in use on (B)(6). The event occurred in intensive care unit (ICU). There was no patient harm. It was also reported that a non-bd investigation was performed wherein the involved tubing was CT scanned twice, the first scan revealed that that tubing was "oddly shaped, like a triangle" while in the second scan showed tubing "looked fine".

Event description:
It was reported that phenytoin 125mg/20ml was programmed to infuse over 15 minutes. It is believed that the infusion was completed as intended. The medication was ordered to be infused every (8) hours. When the nurse disconnected the set from the patient, it was noticed that the fluid was still dripping; "free flowing", from the distal end of the set while the pump was on the paused/off state. It was noted that the tubing was started to be in use on october 3rd. The event occurred in the intensive care unit (ICU). It was further confirmed during follow up, that there was no patient harm or impact as a result of this event. In addition, it was also reported that a non-bd investigation was performed wherein the involved tubing was CT scanned twice. The first scan revealed that tubing was, "oddly shaped, like a triangle", while in the second scan, it showed the tubing "looked fine".

Manufacturer narrative:
Additional information added; d.10. The customer¿s report of ¿dripping at the distal end of the set when disconnected from the patient was replicated during the investigation. During on-site rate accuracy testing, dripping from the distal end was observed after testing was completed and the device was paused. A review of the pcu event log for the phenytoin infusions identified two separate infusions programmed on the date of the incident with the first infusion programmed and started at 6:10 am in the morning and the subsequent infusion programmed and started at 1:27 pm in the afternoon. Both infusions were programmed at 60 ml/hr with both delivering approximately 30 mls. The final infusion completed at 1:59 pm with the device being channeled of by the user. Visual observations of the filter noted the filter to be filling with air proximal vent as fluid drained out and dripped at the distal end. After approximately 2 minutes the filter filled with air and the fluid stopped dripping. Using the digital scale supplied by the customer the volume recorded during the dripping was ~ 2 mls. This dripping was replicated several times. No dripping was observed in the drip chamber during the observation of fluid dripping at distal end. Log analysis results: a review of the pcu event logs for the phenytoin infusions identified two separate infusions programmed on the date of the incident with the first infusion programmed and started at 6:10 am in the morning and the subsequent infusion programmed and started at 1:27 pm in the afternoon. Both infusions were programmed at 60 ml/hr with both delivering approximately 30 mls. The final infusion completed at 1:59 pm with the device being channeled of by the user. A review of the devices error logs found no errors or channel malfunctions occurred on the date of the reported event. The proximate cause of the customer¿s experience of ¿dripping at the distal end when disconnected from patient¿ was determined to be the result of fluid partially draining from the filter. The root cause could not be determined.